Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
After an explant due to the patient's request from events unrelated to vns, the explanted products were received by the manufacturer where product analysis was completed. Visual analysis of the lead showed two full sets of setscrew marks on the connector pin and abrasions were observed on the outer tubing. White deposits were seen on the outer silicone tubing associated with organic processes of implantation. Abraded openings were seen on the outer tubing and a slice cut was seen on the tubing that did not penetrate. Dried body fluids were seen inside the inner and outer tubing with no path of ingress other than the cut ends and abraded openings. Tie down abrasions were seen on the outer tubing in four different places. Incisions were made post decontamination to allow for continuity checks. Functional analysis continuity checks on the returned portion were good (no open circuit conditions). No discontinuities were identified during the continuity check. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis worksheet was reviewed and no other anomalies were seen outside of the previously mentioned anomalies.